Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2025 due to an upgrade. Additional information has been requested but has not been made available as of the date of this report.